Event description:
Information was received regarding a cadd solis hpca pumps. It was reported that the pump was outside of +/- -6 variability. It is unknown if there was patient involvement. No further information is available.